Event description:
Additional information was received that during an unrelated procedure, programming changes were made to the programmed configuration of the lead. The physician will continue monitoring.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information received indicated that no further intervention has been performed at this time to mitigate the issue. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the ICD and rv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and noise. An invasive procedure was performed approximately two months later. The lead was explanted and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.